Event description:
Surgeon was using cautery device with a 3mm colorado needle tip attached; about 2mm of colorado tip broke off. Distal part of the colorado tip was bent intentionally at the red part of the colorado needle. Surgeons reported that the tip "flew" off to the left side of the patient.